Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was received in two pieces. X-ray examination found that the ring electrode cable was fractured in the connector boot area, which could have contributed to the reported complaint.

Event description:
It was reported that the left ventricular lead exhibited high impedance and loss of capture at maximum output. Lead fracture was suspected. The lead was explanted and replaced.